Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced the motor control board, and the iabp was released for clinical use. In addition the customer also reported to us that an audible alarm was present, but the fault logs were not exported. No further investigation is required.

Event description:
We received a medwatch report # (B)(4) in which the customer reported that the cs300 intra-aortic balloon pump (iabp) screen went black and shut down during use on a patient. Rn immediately request a back up pump within the hospital and the pump was exchanged. There was no harm or injury to the patient and no adverse event was reported.

Event description:
We received a medwatch report # (B)(4) in which the customer reported that the cs300 intra-aortic balloon pump (iabp) screen went black and shut down during use on a patient. Rn immediately request a back up pump within the hospital and the pump was exchanged. There was no harm or injury to the patient and no adverse event was reported.